Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited high capture thresholds. The lead was explanted and replaced on (B)(6) 2019. Patient was stable prior to the procedure.

Event description:
New information received notes the patient was stable during and after the procedure.